Event description:
It was reported the lead was abandoned previously. The physician was extracting the left ventricular lead and decided to extract the abandoned lead as well. After the abandoned lead was removed, the patient's blood pressure decreased presumably due to a perforation. A pericardial centesis was performed and blood was drained from the pericardium. It was noted the patient may potentially require surgery to repair the myocardium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.